Event description:
It was reported that the insulin pump had cracks near the battery compartment. The reporter declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.